Event description:
Reportedly, the device was found in vvi 70 for unknown reasons.

Manufacturer narrative:
The conclusions are as follows: the patient files analysis led to the following observations: a nominal command was received on 29/01/2026 at 07h04. This command was received outside a follow up and is considered as a ¿false¿ nominal command. Several other false commands are received in 2025 between 6h and 8h in the morning indicating interferences between the subject device and an electronic device used usually between this period. No reset was recorded and no abnormality was seen on the device. Based on the available data, no issue is suspected on the subject pacemaker.